Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc requirements. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product-related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A caregiver reported a customer's, who's right arm/elbow was broken, discovered the adc freestyle libre sensor tip embedded in the skin for the last month a half from the previous sensor. The caregiver described a "small black dot" at the sensor site and denied any fever or infection symptoms. The pediatrician applied an unknown ointment and attempted to remove the sensor tip with no avail. The customer was referred to the hospital to have the tip surgically removed. There is no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a customer's, who's right arm/elbow was broken, discovered the adc freestyle libre sensor tip embedded in the skin for the last month a half from the previous sensor. The caregiver described a "small black dot" at the sensor site and denied any fever or infection symptoms. The pediatrician applied an unknown ointment and attempted to remove the sensor tip with no avail. The customer was referred to the hospital to have the tip surgically removed. There is no report of death or permanent injury associated with this event.